Event description:
Customer reported via phone call that they were hospitalized and dispatch to intensive care unit due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. It was unknown auto mode feature was active or not at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged cosmetic damage located at the retainer ring and was hospitalized for high bgs and dka found on feb 10, 2022. Also, on case(B)(4) svn#:(B)(4) - customer returned pump for an alleged belt clip damaged and pump/sensor communication anomaly found on (B)(6) 2019 and on case-(B)(4) svn#: (B)(4) - customer returned pump for an alleged sensor anomaly found on nov 02, 2018. Unable to confirm belt clip damage due to insulin pump received without the original belt clip. Device was received with a cracked retainer. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a torn keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing. A cracked retainer was confirmed. Unable to confirm belt clip damage due to pump received without the original belt clip. Device passed all the required testing. Unable to verify customer alleged for high bgs and dka. Pump/sensor communication anomaly and or sensor anomaly were not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.